Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. It was further reported that there had been recent slight fluctuations shown in the ventricular capture management trend, with increasing thresholds noted. Reprogramming occurred and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.